Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reported 1 false negative sofia 2 sars results. The individual was asymptomatic (off label use-at the time). The customer communicated the result was confirmed positive by pcr testing.